Event description:
Hurt mouth [oral pain] brush head came off in mouth while brushing [device breakage]. Case description: a (B)(6) year old male consumer reported that on (B)(6) 2014, while using an oral-b vitality series toothbrush that he had had for approx 3 months, the oral-b brushheads, version unk came off in his mouth and his mouth hurt for 15 minutes. He reported a medical history of asthma and no allergies.

Manufacturer narrative:
Return of the product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.